Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center had a loss of image from the scope during the colonoscopy procedure. The procedure was completing using a similar device. There was no report of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over one (1) year, since the subject device was manufactured. The device was returned to olympus for inspection. And the loss of image was no confirmed. No failures were found during evaluation. Based on the results of the investigation, a definitive root cause of the loss of image could not be determined, since device evaluation found no failures. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported, that there was a 20 min delay. And a standard colonovideoscope was used to complete the procedure.